Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular lead exhibited increased threshold measurements and decreased sensing measurements. Additionally, intermittent capture was observed at maximum device output. A revision procedure was attempted; however, the vein was occluded and the procedure was aborted. A second revision procedure was performed and the lead was successfully explanted and replaced. No additional adverse patient effects were reported.